Manufacturer narrative:
The received device had the cannula assembly deployed. Initial observation found the formed needle to be visible in the exposed portion of the soft cannula. Inspection of the device found score marks on the top housing indicating excessive friction between the linkage assembly and the top housing. This lead to a failure of the needle mechanism assembly to fully retract the needle. Inspection of the fluid path found no bends or kinks in the soft cannula. A leak test was performed and a hole in the exposed portion of the soft cannula was found where fluid was able to leak. Although this damage was observed, it cannot be determined when or how the damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 384 mg/dl while wearing the pod. Patient stated that her pod was leaking and when removed from the infusion site, the pod's cannula was found bent.